Manufacturer narrative:
A customer reported that the intuvie device shut down during an infusion and failed to track infusion times. The device was returned for evaluation and tested; however, no problem was found. A review of the device's serial number history did not reveal any prior similar complaints. The reported failure mode could not be confirmed, and the cause remains undetermined. CAPA- zm2023-07 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the device shut down during an infusion and would not track infusion times. No patient injury was reported.

Manufacturer narrative:
The device was returned, and the alleged issue cannot be reproduced through functional testing. The device performed to specifications on all testing done. The probable cause remains undetermined. CAPA- zm2023-07 has been initiated to investigate the failure.